Event description:
It was reported on (B)(6) 2014 during initial implant after the generator was connected to the leads, diagnostics showed high impedance. The surgeon stated that the nerve is irrigated and that she has never put in a model 105 generator before but she doesn't feel that the pin is fully inserted and it won't go in further. She stated she inserted the hex screwdriver releasing the back pressure. The generator was removed from the lead and a test resistor inserted; generator diagnostics still showed high impedance with an impedance value over 10,000ohms. The test was repeated and they got the same results. The generator was then explanted and another generator was successfully implanted. The explanted generator was returned for product analysis. A high impedance condition was not observed during evaluation. In the pa lab, results of diagnostic testing indicated that the battery status was at an ifi=no condition and impedance measurements were within specification. Repeated diagnostic tests performed with various electrical loads demonstrate the generator is capable of accurately measuring impedance values. Electrical test results showed that the pulse generator performed according to functional specifications; there were no adverse functional, mechanical, or visual issues identified with the returned generator.